Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
9-asd-028 implanted (B)(6) 2021 at 11:00 and everything looked great. Following day prior to patient discharge, during the tte exam it was notice the device embolized to the lvot. Patient was sent to surgery for surgical removal and surgical repair via open asd patch repair.

Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6, h10 an event of device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.